Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer arrived onsite, and the pharmacy technician stated that the error had already been resolved. Pharmacy technician had recovered the cubie and reassigned the medication. No issues were found. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced cubie errors. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.